Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and noted it appeared to be cyclic and possibly myopotential in nature. The biventricular pacing was noted to have dropped since last january. Ts recommended for hcp to check intrinsic conduction. The rv lead remains in service. No adverse patient effects were reported.